Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 22.5 diopter lens was implanted in the patient's left eye on (B)(6) 2017. It was later explanted on (B)(6) 2018 due to a wrong lens power. ((There was no incision enlargement, no vitrectomy, and no sutures used.)) The replacement lens was the same model, but different diopter of 24.5. Reportedly, the patient has recovered and the outcome did not significantly interfere with the patient's activities of daily life. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 06/06/2018. Device returned to manufacturer: yes. The product was returned to the manufacturing site for evaluation. The lens was returned in a sample bottle and cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. The labeling was not reviewed. As reported, the explant was performed due to the wrong iol power, there was no issue with the product¿s performance or patient¿s issue. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.